Event description:
The customer alleged they received a questionable creatinine jaffé gen.2 (crej) result for one patient on their c702 analyzer. The patient's initial crej result was 377 umol/l. The result was faxed to the physician. The doctor was surprised the patient had such a high crej result as it was very different from the patient's last crej result. The sample was repeated on another c702 analyzer and the result was 59 umol/l. The sample was repeated on the original analyzer and the result was 61 umol/l. There were no adverse events. The crej reagent lot number was 664395 and the expiration date was 03/30/2014. The customer was advised to check the analyzer for drips from the reagent and sample probes and the cell rinse unit nozzles. No hardware issues were discovered.

Manufacturer narrative:
This event occured in new (B)(6). No information was provided on the specific part number involved in this event.

Manufacturer narrative:
Based upon the reaction monitor for the sample, it was determined something dropped into the cuvette during teh measurement. The field service representative went on site and found blocked wash station tubing to the vacuum chamber from the cell rinse muzzle. He found crystallization around the lid of the cell rinse unit. The tubing has been flushed and unblocked and the cell rinse unit was thoroughly cleaned. The crystals presumably fell into the cuvette during testing of this patient sample. No further issues have been detected.